Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads had setscrew marks were present on the insertion contact, indicating they were secured. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-01300. It was reported that patient experienced ineffective therapy due to lead migration. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.